Manufacturer narrative:
No service was requested by the user facility who performed repair themselves. The user interface holder was reportedly replaced. No further information how the user interface holder broke was provided. No parts were returned for investigation. The consequence to this kind of mechanical damage is that the user interface gets detached and in a worst case falls off the ventilator carrier. Since replaced parts was not returned for investigation, the root cause of the damages has not been determined, but the user interface has most likely been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that the user interface holder broke. Patient involvement is unknown. Manufacturer's ref #: (B)(4).